Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt stating they are having a terrible time and trouble with the 'controller'. Pt asked for assistance getting to the screen where they can adjust. Pt stated that when above a zero, when they try to lay, it makes their leg pulse and their leg keeps shaking. Pt stated they did not understand the training. Pt also just had eye surgery. Pt stated they had the issues began during the trial. When pt pressed mystim - pt saw turn over to locate serial number. The communicator did not power on. Pt plugged communicator into power and saw blinking green light. The screen then advanced to therapy on group a program 1 at 4.1 ma. Pt saw communicator at 5% and ins 100%. Agent reviewed charging expectations for the devices. Pt added that when laying down, 2 is fine and in the day time, they can increase. Pt stated they were walking today and it shoots down the leg and feels a tingle in the calf. Pt stated they turn stim down at night because it pulsates their leg. Pt was redirected to healthcare provider to further address possible reprogramming.